Event description:
It was reported that a patient underwent a cardiac ablation procedure with a nuvision ice catheter for which biosense webster¿s product analysis lab (pal) identified a breakage with braid exposure in the shaft of the device. Initially, it was reported that the nuvision catheter lost imaging and the video stopped working. They reseated the connector without resolution. The catheter was replaced, and the image was restored, and the case continued. No adverse patient consequence was reported. Procedure type: watchman left atrial appendage (laa) occlusion device placement the imaging issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 25-jul-2024, there was breakage with braid exposure in the shaft of the device. This was assessed as MDR reportable with an awareness date of 25-jul-2024.

Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. Visual inspection and ultrasound recognition tests were performed following bwi procedures. Visual inspection revealed breakage with braid exposure in the shaft of the device. The device was connected to an ultrasound console, and it was recognized and visualized correctly. No errors were observed. An acoustic test was performed, and no issues were found. The damage observed at the shaft is unrelated to the issue described by the customer. Clarification was requested to the customer regarding the breakage in the shaft, and no additional information was received; therefore, the damage could be related to the handling of the device after the procedure or during the shipping process; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device lot number 31231945l and no internal action related to the reported complaint condition was found during the review. The image issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain (IFU) the following recommendations: do not disconnect the catheter nor the cable from the ge ultrasound system while scanning. If necessary, it is recommended to disconnect the system connector of the cable from the system in the freeze mode. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).